Event description:
It was reported during the implant of an intraocular lens (iol) into the eye, the iol haptic broke during lens advancement. The incision was enlarged to remove the iol and a successful intraoperative lens exchange was completed. Sutures were used to close the incision.

Manufacturer narrative:
Per the reporting facility, the device was not available for evaluation. As a lot number for the device was not provided, the associated device history record was not able to be reviewed. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, the root cause of the event could not be conclusively determined.